Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured, during the preparation step and could not be used. Hemostasis was achieved using another mynx device. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). The device is in transit.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured during the preparation step, and, therefore, could not be used. Hemostasis was achieved using another mynx device. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). A non-sterile ¿mynx control vcd 6f/7f (ce mark)¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected, revealing that button #1 and button #2 were not depressed. The procedural sheath was not returned, and the syringe was returned but not connected to the device. The stopcock was set in the open position, and the balloon was not inflated. The sealant was in its manufactured position, saturated with blood. The cartridge assembly sleeves were kinked, exposing the sealant. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. The slit length on the outer sleeve was not verified due to the severe outward kinked condition of the sealant sleeve assembly as received. The catheter working length was measured, and the dimensional analysis result was found within specification. Per functional analysis, an inflation/deflation test was performed by injecting water into the returned device according to the IFU. The returned syringe, filled with water, was connected to the luer hub to apply positive pressure to the device. The balloon inflated as expected, and the inflation indicator extended as expected. No anomalies were observed. A simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU). The tension indicator was aligned manually, then buttons 1 and 2 were able to be depressed to deploy the sealant and withdraw the balloon with no resistance felt. No issues were noted with respect to the deployment of both buttons 1 and 2 during the device failure investigation. The returned device performed as intended per the mynx control IFU. The cartridge assembly was inspected with a vision system to obtain a magnified image, revealing that the cartridge assembly sleeves were severely kinked, exposing the sealant. The reported event of ¿balloon-balloon loss of pressure¿ was not confirmed through analysis of the returned device since the balloon passed functional analysis and held pressure. However, an additional condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the severely kinked sleeves. The exact cause of the reported incident and the observed condition of the device could not be conclusively determined during analysis of the returned device. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the customer since there was no rupture noted with the returned device. However, handling factors during prep are possible. Regarding the kinked/bent sleeves and the premature exposure of the sealant, procedural/handling factors also possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. Although not intended as a mitigation, the IFU instructs, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ additionally, as warned in the IFU, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.